Manufacturer narrative:
Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the battery revealed that it met specifications; it passed visual examination and functional testing. Premature power switching events were confirmed in the logs on the day of the reported event and on prior days, which confirmed the reported event. However, no problem with the batteries could be confirmed in bench testing. The battery was in use when the reported event occurred. The circumstances of the event and the controller log files are consistent with an internal investigation, which is a controller communications error with the battery. The probable cause for the power switching is controller communication error with the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device has not been returned to the manufacturer for analysis. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator from the (B)(6) that the patient was at work sitting behind his desktop when the power source changed from one to the other earlier than expected. The patient replaced the battery after the event and the beeps stopped. It was reported that there was no effect on the patient.